Manufacturer narrative:
Analysis of the pump on (B)(4) 2018 revealed overinfusion of an undetermined root cause. As per the pump¿s log, the following medications were being administered as of (B)(6) 2017: dilaudid with concentration 40.0 mgh/ml at a dose rate of 10.009 mg/day, and bupivcaine with concentration 10.0 mg/ml at a dose rate of 2.502 mg/day. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 40mg/ml for a total dose of 4.994mg/day and bupivacaine 10mg/ml for a total dose of 1.249mg/day via an implantable pump for non-malignant pain. It was reported there was a discrepancy in the expected volume and the actual volume at refills. To the rep's knowledge there were no environmental factors leading to the volume discrepancy. Diagnostics/troubleshooting performed was unknown. Actions/interventions included the surgical intervention where the pump was replaced on (B)(6) 2018 and the pump will be returned. No symptoms were reported. It was noted that the issue was resolved at time of report and the patient's status at time of report was alive-no injury. The patient's weight was unknown and will not be made available. The event date was 2017. No further complications were reported/anticipated.